Manufacturer narrative:
Evaluation summary: the instrument was returned with the top shroud cracked. The instrument was cycled and ejected the remaining clips. No conclusion could be reached as to what may have caused the ejecting clips issue and shroud damage. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy, the clip jumped out from the jaw during the fourth firing. Another device was used to complete the case. There were no adverse consequences to the patient.